Event description:
The customer reported that the side panel has teeth that do not connect when the zipper is closed. This was discovered during use with a patient but no patient incident or injury occurred. The customer could not specify what date this was found,

Manufacturer narrative:
Results: evaluation of the returned product found that on one zipper on the front side patient access window, when the zipper is zipped closed, the zipper teeth separate, indicating that the slider body is open. The second zipper slider on the front window has a missing pull tab. Front side panel. The mattress envelope is delaminated. Panel right, end leg zipper has 1 inch broken stitches on the nylon. Panel left end leg zipper has 3 inch broken stitches on the nylon. Note: the instructions for use has a warning statement: never rip the panels open, as this will damage the zipper slider preventing the zipper from closing securely. Never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the patient from the damaged bed and exchange it for a posey bed in good working condition. Send the damaged posey bed in for repair. Never use the bed if the zipper pull-tab is missing or broken. Never leave the patient's bedside until all access panel zippers are securely closed. Quick-release buckles must be connected and closed on both of the two (2) side access panels before leaving the patient alone. (B)(4).